Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was observed that the main capacitor had a broken internal strap (lead). The broken strap prohibited the device from storing the charged energy, which caused the reported charging issue. The customer returned the device to physio-control to be scrapped and was provided with their sales representative¿s contact information for the purchase of a replacement device.

Event description:
The customer contacted physio-control to report that their device displayed the service wrench icon. There was no patient use associated with this event. Upon further evaluation of the device, physio-control observed that the device would not complete a charge cycle in order to defibrillate.